Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin was not delivering. The blood glucose value was 265 mg/dl and 269 mg/dl. The product will not return for the analysis.